Manufacturer narrative:
H11: additional information will be provided once the investigation has been completed.

Event description:
Report received of a foam disengagement. Reportedly, when staff opened the oral swab wrapper (6075-x oral swab individually wrapped), the foam head disengaged from the device. The device was discarded and there was no impact to the patient. No adverse consequences were reported. Lot information was provided. No additional information was provided and no product was returned.